Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 104 alarm which occurred on a homechoice (hc) device during the last drain cycle, patient connected. This indicated the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp noticed that their abdomen looked bigger than usual that morning when they were in the last drain, but the hp did not report feeling any symptoms or distress. The caregiver (cg) stated that they already called the registered nurse (rn) regarding the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the report.